Manufacturer narrative:
Insulin pump received unable to performed the displacement test due to cracked and bleeding lcd noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked around display. The customer¿s blood glucose level was unknown. The drive support cap appears to be normal. The insulin pump will be returned for analysis.